Event description:
The manufacturer received information alleging a ventilator's volume delivery was inadequate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed test steps during testing. The device's sensor board needs to be replaced to address the issues.